Manufacturer narrative:
Corrected information h6: result code 3211 has been updated to 135 based on the updated evaluation results. Corrected information h10: an additional review was completed of the service report and determined the reported problem 'ribbon cable burnt and burnt spot on right side of wireless circuit' was not verified during evaluation through visual inspection. The service team observed corrosion on the radio printed circuit board (pcb), but no burn damage was evident on the radio component. Evaluation has determined the device to be unserviceable due to the extent of the corrosion on radio pcb. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ribbon cable of a spectrum wireless battery module was burnt and had a burnt spot on the right side of wireless circuit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ribbon cable has burnt spot on right side of wireless circuit which were observed during evaluation. Visual inspection found burn damage to the radio printed circuit board. Evaluation has determined the device to be unserviceable for the observed failures should additional relevant information become available, a supplemental report will be submitted.